Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. As a preventative measure (pm), the host module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the ophthalmic system locked up. There was no system message displayed. The system had completed its boot up cycle. Additional information was requested and received indicating just after the system completed the boot up cycle, the system locked itself up and did not respond. The issue was resolved by a long press of the start button restarting the system. After that the device worked properly. The surgery was initiated and completed. There was no patient involvement.